Manufacturer narrative:
An event regarding wear of insert and instability involving a triathlon insert was reported. Method & results: -device evaluation and results: the returned device was examined with the aid of a stereomicroscope at magnifications up to 30x. The damage present on the posterior portion of the articulating surface is consistent with delamination, burnishing, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: baseplate malposition in excessive posterior tibial slope of 10° has contributed to flexion instability of the knee arthroplasty causing the femoral component to ride over the posterior tibial bearing border with consequent polyethylene wear with pain requiring revision surgery. High activity level may be considered a secondary factor to increase the adverse effects of instability. No device-related factors are associated with any of the implanted devices. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that baseplate malposition in excessive posterior tibial slope of 10° has contributed to flexion instability of the knee arthroplasty causing the femoral component to ride over the posterior tibial bearing border with consequent polyethylene wear with pain requiring revision surgery. High activity level may be considered a secondary factor to increase the adverse effects of instability. No device-related factors are associated with any of the implanted devices. Because optimal component position is the responsibility of the surgeon, root cause of failure is procedure-related factors. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly wear on triathlon knee need knee revision ** update based on the medical review, qs 21 may 2019: "relevant clinical history and time lines" [...] "Clinical examination and x-rays were reported as ¿normal¿ but a diagnostic arthroscopy of the left knee documented wear in both the medial and lateral posterior segments of the bearing. Moderate instability was shown during arthroscopy." [...] "Conclusion of assessment: baseplate malposition in excessive posterior tibial slope of 10° has contributed to flexion instability of the knee arthroplasty causing the femoral component to ride over the posterior tibial bearing border with consequent polyethylene wear with pain requiring revision surgery." [...]

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Poly wear on triathlon knee need knee revision.